Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 349mg/dl, 192mg/dl, 400mg/dl, 127mg/dl. Tests were done less than 10 minutes apart with a difference of 50%. Patient did not experience any adverse events. No further information has been reported.